Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of an infection that resulted from a surgical procedure 6 months prior. However, this cannot be confirmed as the device was not available for evaluation and no further details regarding the infection were provided.

Event description:
Revision due to infection.